Event description:
The customer reported potential hemolysis. There was no serious injury or medical intervention that occurred for this event. Donor information and further procedural details are not available because the customer failed to respond after multiple attempts. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.11. Corrected information is provided in d.4. Investigation: a service technician checked out the machine at the site. The sensor line was cleaned. An auto test and fluid test were successfully completed. The device serial number history report indicates no further related issues have been reported for this device. A disposable complaint history search could not be performed, because the lot number was not provided by the customer during the complaint submission. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: a root cause assessment was performed for this complaint. Based on the available information, a definitive root cause for hemolysis could not be determined but it is likely due to one or a combination of the possible causes listed below: donor physiology such as icteric plasma or lipemic plasma. User loading errors that cause occlusions manufacturing errors that cause disposable occlusions.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a service technician checked out the machine at the site. The sensor line was cleaned. An auto test and fluid test were successfully completed. The device serial number history report indicates no further related issues have been reported for this device. A disposable complaint history search could not be performed, because the lot number was not provided by the customer during the complaint submission. A DHR could not be performed because the lot number was not provided by the customer after multiple attempts. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported potential hemolysis. Donor information and outcome are unknown at this time. There was no serious injury or medical intervention that occurred for this event. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported potential hemolysis. Donor information and outcome are unknown at this time. There was no serious injury or medical intervention that occurred for this event. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: a service technician checked out the machine at the site. The sensor line was cleaned. An auto test and fluid test were successfully completed. Investigation is in process, a follow-up report will be provided.